Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05534. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink plus and rotawire were used and advanced to treat the target lesion. After ablation was performed at 200,000 rpm, the burr was attempted to be removed from the rotawire but failed to do so. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation loaded in the rotablator. Visual inspection noted the wire was kinked in the middle section, the rotabaltor has kinks in the middle of the catheter it is probable that the wire has kinks in this section too. The guidewire couldn't be removed from the rotablator, since the kink at the proximal end of the device by the handshake connection and the kinks in the middle of the device are the cause of the guidewire being unable to be removed from the burr. The overall length and outer diameter of the proximal section could not be measured as the device was returned loaded in the rotablator. Outer diameter of the distal tip and middle of the device are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu includes the following related to the operating speed: "1.25 - 2.0 mm burrs are from 160,000 up to 180,000 rpm¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05534. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. After ablation was performed at 200,000 rpm, the burr was attempted to be removed from the rotawire but failed to do so. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is good.